Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Contact declined to provide any additional information and declined all further follow up.